Event description:
(B)(4). Started with leg numbness and pain, escalated to anxiety issues, then fatigue and body pains. Cramps periods lasting 2 weeks or up to 16 days. Memory fog. Depression. Menopause signs im (B)(6). Extreme weight loss.